Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the needle did not return into needle housing after removal. Customer reported it was hard to remove the needle after insertion. Customer was unable to remove the needle except by removing the whole sensor. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.